Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window, sheath and telescope were kinked, and the imaging window was twisted.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that a catheter issue occurred. The left coronary artery had severe stenosis and calcifications. When the opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, great resistance was encountered. The device was removed and found to be kinked. The procedure was completed with another of the same device. The patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.